Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, patient experienced a abnormal transmitter behavior. Patient experienced burning sensation and red bumps where transmitter sits on the body. No additional patient or event information is available.